Event description:
Pt came to dr complaining not feeling well. Dr tried to flush port, extravasated and caused pain. Pt sent to radiology, catheter piece seen in rt ventricle. Pt then referred to cardiologist. Pt taken to cath lab where catheter piece was retrieved with angiography.